Event description:
It was reported that when the unit was first turned on, ICU (intensive care unit) personnel indicated that the self-test failed intermittently. The biomedical engineer could not reproduce the problem. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. Analysis did find that the upper case, side bail covers, ring cover and battery drawer were broken, the lower case was corroded and broken, the liquid crystal display (lcd) and release spring were out of mechanical specification, the main printed circuit board (pcb) was out of specification, one side bail was missing, the lead flex cover was corroded, the battery flex was out of specification, and the battery release and heart block were contaminated.